Event description:
The customer contacted baxter's service center regarding a system error 2240 and 2367 which occurred on the homechoice (hc) during use, during dwell 3 of 5. The technical service representative (tsr) explained the alarm. The tsr instructed the hp to end therapy and to either start over with new supplies, do continuous ambulatory peritoneal dialysis or do a manual drain then ending therapy. The hp stated they would end therapy for the night. The tsr advised the hp to contact their peritoneal dialysis registered nurse (rn) regarding the air in the lines. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding reported problem. The pd rn stated that the patient is doing fine. The pd rn stated that the home patient (hp) told them they just ended therapy for the night, and called them in the morning. The pd rn stated that the patient has not had any negative outcomes from the reported problem; they stated therapy is continuing well without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240 was not confirmed as the sample was not available for evaluation. The lot number was not provided; therefore, a batch review cannot be conducted. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).